Manufacturer narrative:
The investigation is ongoing.

Event description:
During a tavr procedure using a 26mm sapient 3 ultra valve via transfemoral approach, during deployment of the valve, the valve balloon ruptured at the end of the inflation. The device was prepped in the normal fashion without any issues. Valve alignment was performed in the body without resistance and advanced across the valve. The delivery system was removed without issue and the echo showed that the valve was fully deployed without pvl or rupture/dissection. The case was completed without any complications or harm to the patient.

Manufacturer narrative:
The 26mm commander delivery system (ds) was returned for examination and the complaint of balloon burst was confirmed based on the evaluation of the returned device. A visual examination found that there was radial and longitudinal tear with a slight wrinkling of the distal part of the balloon with no missing balloon pieces. A dimensional inspection of the returned balloon revealed that the balloon wall thickness was within specification. No visual abnormalities were observed on the returned sample. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon burst was confirmed upon visual inspection of the returned device. However, no manufacturing non-conformance was identified during the evaluation. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why the deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As per customer report, the patient had a moderate degree of valvular calcium. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via the following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. In this case, a review of available information suggests that patient factors (calcification) contributed to the balloon burst. The technical summary is applicable to this complaint. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. No corrective or preventative actions are required.